Event description:
It was reported that femoral fracture occurred during impacting the ps femoral trial.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 5511-t-xxxtriathlon ps fem trl (B)(4). Additional information has been requested and if received, will be provided in the supplemental report. Not returned.